Manufacturer narrative:
(B)(4). The event logs and data set have been rec'd and log review is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
A pt was status post an operation and in recovery. The nurse was intending to infuse an insulin drip at 2 units per hr. A few mins after the infusion started she noticed that the drip was going faster than anticipated and that half of the bag was gone. No other drips were reported to be running at the time of the event. The pt was monitored and had blood sugar levels drawn which were reportedly w/o change. No clinical effects were noticed. Customer stated that no further pt or event info is available.